Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture. Pds ii (polydioxanone) suture.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the initial surgical procedure on 03/01/2011 and suture was used. During the reoperation for the wound dehiscence, the suture was intact and the fascia was partially necrotic. The surgeon opines that the patient's fascia weakness and anamnestic strong coughing caused/contributed to the event.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed fascia dehiscence, subcutaneous on (B)(6) 2011 and was treated with reoperation of revision and secondary closure of the abdominal wall.